Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. It was reported that the pump was caught on the car door and was smashed between the door and door jamb. Customer is not able to interact with the pump due the shattered screen. Customer's blood glucose was 175 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.